Event description:
Reporter alleged the pt received a discrepant blood glucose result of 56 mg/dl at 6:43 back to back with a result of 89 mg/dl at 6:46 on the inform system when testing was performed within 10 minutes. Reporter alleged, that at a separate time, the pt received an additional discrepant blood glucose result of 19 mg/dl at 16:43 back to back with results of 80 mg/dl at 16:46 and 58 mg/dl at 16:47 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.